Event description:
It was reported that the patient got a por (power on reset) message on the patient programmer screen when she tried to adjust the setting on the patient programmer. The ¿call your doctor¿ screen was displayed. The patient was not able to adjust stimulation. The patient was redirected to the physician. The interventions and patient outcome were not reported regarding this event. Follow is being conducted to obtain this information. If additional information is received, a supplemental report will be sent. See also manufacturer¿s report # 3004209178-2014-21141 for the patient¿s other device issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0l239, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received noted that the error code accompanying the power on reset (por) was unknown. Regarding was cause of por determined and by what diagnostics, it was noted: use of bovie cautery. Regarding what symptoms the patient was experiencing it was noted: no stimulation. Reprogramming was needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient had a bladder mesh and urethra sling done three days prior to the report date.